Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of chipped shield. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced two broken lids/ caps. This event occurred twice. The following information was provided by the initial reporter. The customer stated: according to the customer's verbatim report, the bottom part of the shield was chipped.